Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). During an a-fib procedure, it was reported when lassonav catheter was inserted into the left atrium chamber, customer noticed the distal electrode was getting caught inside the cook mullins sheath ((B)(4)) at the end of procedure. Customer could not retrieve the lassonav catheter through the sheath. Instead customer pulled out the sheath along with the lassonav catheter. It was found that electrode 1 was malformed and there were residues on it which was preventing it from being pulled out of the sheath. The procedure was completed without any patient injury. Upon receipt, the catheter was visually inspected. It was observed the catheter shaft had wrinkles in several areas. Electrode #1 was malformed and there was a piece of tip from the cook mullins sheath underneath the ring with residues on it. Rings #2 and #20 were damaged as well. A ft-ir test was performed to in order to identify the type of foreign material caught under electrode #1; the results demonstrated that the particle has a fluorinated - based material. In addition, a kastle - meyer test was performed in order to identify the residues found over the same electrode #1; the results demonstrated that the particle is composed of blood. Catheter ods were measured and all were found within specifications. The sheath was returned along with the catheter. Catheter was withdrawn from the sheath and no resistance was experienced. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. IFU states to not use excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. In addition, extra care should be taken while inserting, aspirating and manipulating the guiding sheath. The customer complaint has been verified.

Event description:
During an a-fib procedure it was reported when lassonav catheter was inserted into the left atrium chamber, customer noticed the distal electrode was getting caught inside the cook mullins sheath (B)(4) at the end of procedure. Customer could not retrieve the lassonav catheter through the sheath. Instead customer pulled out the sheath along with the lassonav catheter. It was found that electrode 1 was malformed and there were residues on it which was preventing it from being pulled out of the sheath. The procedure was completed without any patient injury.